Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The imp,tsv,3.7,11.5,mtx,mg (tsvtb11) was returned for investigation. Visual inspection of the as returned product identified some wear and debris about the device threads, drive feature, and hex connection. Functional testing was performed for the returned product and it was determined that the implant mount was returned disengaged from the implant. Therefore, based on the available information, device malfunction has not occurred and the reported event was unconfirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: date of this report, expiration date, UDI: (B)(4), date received by manufacturer , follow-up number, follow up type, device evaluated by manufacturer: change "no" to "yes", device manufacture date, evaluation codes, additional narrative/date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after placing the implant (tsvtb11) they were not able to remove the impression coping. It was also reported they placed another implant in same surgery.